Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that act button of the insulin pump was not sensitive. The blood glucose level was unknown. The device will be returned for the analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened express act, up and down button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed displacement test and self test.